Manufacturer narrative:
(B)(4)

Event description:
It was reported "16cm pressure rated quad lumen went into a patient. After insertion, it was noted that air was being entrained on aspiration, and saline leaking on flushing. There was a small hole on the side of a lumen in the clear part. It was explained to the patient, open disclosure done, no harm done. The line was removed and replaced with a new line." The patients current condition is reported as "critical". The patent's condition is not attributed to the device.

Event description:
It was reported "16cm pressure rated quad lumen went into a patient. After insertion it was noted that air was being entrained on aspiration and saline leaking on flushing. There was a small hole on the side of a lumen in the clear part. It was explained to the patient, open disclosure done, no harm done. The line was removed and replaced with a new line." The patients current condition is reported as "critical". The patent's condition is not attributed to the device.

Manufacturer narrative:
(B)(4). The customer returned one 4-lumen catheter for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual analysis revealed a sharp-edged cut located at center of 18 ga medial extension line (blue). Microscopic examination confirmed the damage as a deep, v-shaped with sharply defined edges, with raised material deformation consistent with contact from a sharp metallic object (e.g., scalpel, needle bevel, or scissors). The hole on the 18 ga medial extension line (blue) measured 53mm from the juncture hub. The 18 ga medial extension line (blue) outer diameter measured 0.086", which is within the specification limits of 0.084"-0.088" per the 18 ga medial extension line (blue) extrusion product drawing. The 18 ga medial extension line (blue) inner diameter measured 0.055", which is within the specification limits of 0.055"-.059" per the 18 ga medial extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No leakage or blockages were observed when the 14 ga medial and 16 ga distal lumens were flushed. Blockage was observed when the 18 ga proximal extension line was flushed. Leakage was observed when the 18 ga medial extension lumen (blue) was flushed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. All three extension lines were individually connected to lab leak tester and pressurized to 300 kpa for 30 seconds. Leaking was observed from 18 ga medial extension line (blue). The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev17), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. All three extension lines were individually connected to lab leak tester and pressurized to 300 kpa for 30 seconds. Leakage was observed from the 18 ga medial extension line during flushing. The remaining extension lines (14 ga medial and 16 ga distal) were flushed and passed without leakage. Blockage was observed when the 18 ga proximal extension line was flushed. A device history record review was performed, and no findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". The customer's report of a leaking extension line was confirmed through evaluation of the returned sample. Visual and microscopic examination identified a deep, v-shaped cut with sharply defined edges and raised material deformation, consistent with contact from a sharp metallic object (e.g., scalpel, needle bevel, or scissors). Despite the observed damage, the catheter met all applicable dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Teleflex will continue to monitor and trend similar complaints in accordance with established post-market surveillance procedures.